Event description:
The customer reported that the system displayed an error and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage as a precaution. The system was tested and found to be working as intended and returned to service.